Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The processor/bridge/pace board, ECG board, and the defib-monitor flex cable assembly were replaced as precaution. The boards were scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.